Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2010 at 1:58am, she obtained an alleged high blood glucose reading of "359 mg/dl" with the subject meter. Based on the meter reading, the patient claimed she bolused 8.1 units of insulin (type unknown). Approximately 3 hours later, the patient reported that her husband woke up and noticed she was sweating profusely, jerking, and non-responsive. The patient stated her husband tested her blood glucose with the subject meter and obtained a reading of "173 mg/dl" which he did not feel was accurate. Despite the alleged inaccurate result, the patient claimed her spouse treated her with a glucagon injection based on her symptoms. The patient confirmed she "came around" after the treatment. 30 minutes after she received the glucagon injection, the patient stated her husband checked her blood glucose with the subject meter and obtained a result of "73 mg/dl" at the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.